Manufacturer narrative:
Down arrow button did not respond due to flattened button dome switch. No unlock on lcd keypad connector noted. Device passed idle current test. Unable to perform run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify software error alarm due to button keypad anomaly. Device had no reset anomaly noted. Device received with cracked display window, cracked case at display window corners and broken reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported while on the line, the pump started giving a constant tone and blanked out. The customer called because her insulin pump unexpectedly reset, and got stuck in a loop, stopping eventually but now she noticed her down key is unresponsive. The customer's blood sugar is 114 mg/dl. The insulin pump was returned for analysis.